Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the report from hospital say: the department nurse gave the patient who received the ventilator the next day a backup machine, but the ventilator self checked and the airtightness did not pass. The replacement of another ventilator did not cause any adverse consequences no patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4).

Event description:
The following was reported to hamilton medical ag: the report from hospital say: the department nurse gave the patient who received the ventilator the next day a backup machine, but the ventilator self checked and the airtightness did not pass. The replacement of another ventilator did not cause any adverse consequences hamilton-c1 made in nov. 27, 2019 no patient involvement.